Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during use of an arctic sun device. There was a large possibility of mixing pump failure and no impact to the patient. Per follow up information received via email on 21nov2023, the device was under investigation. Case completed with different equipment. Per follow up information received via email on 24nov2023, the device was still under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during use of an arctic sun device. There was a large possibility of mixing pump failure and no impact to the patient. Per follow up information received via email on 21nov2023, the device was under investigation. Case completed with different equipment. Per follow up information received via email on 24nov2023, updated entry description (see attachment). The device was still under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during use of an arctic sun device. There was a large possibility of mixing pump failure and no impact to the patient. Per follow up information received via email on 21nov2023, the device was under investigation. Case completed with different equipment. Per follow up information received via email on 24nov2023, the device was still under investigation.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.